Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding her onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with oral medications (type/ amount not specified) and insulin. Due to the alleged issue, the patient reportedly decreased her usual dose of humalog insulin and levemir insulin. Later that same evening, the patient claims she had a symptom of increased urination. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.